Event description:
The reporter stated that they received a recall letter on 05/07/2026 regarding the true metrix blood glucose meter. The reporter stated that the device displayed an e5 error code; however, blood glucose levels were reportedly normal. The reporter further stated that the recall letter indicated that an e5 error may represent a falsely high glucose reading. No patient injury, adverse event, or medical intervention was reported. No further information is available at this time.